Event description:
It was reported that the patient presented with syncope in the emergency room. It was noted that the right ventricular lead exhibited intermittent loss of capture due to loss of slack in the lead that was confirmed via x-ray. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were intermittent capture and lead slack issue. As received, a complete lead was returned in one piece. The reported event of intermittent capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead found no anomalies.